Event description:
Medtronic's corporate office received a letter for the facility indicating a customer was hospitalized due to high blood sugars. They had treated themselves with lispro using the medtronic minimed pump. They later had a heart attack as the result of the high bgs. Customer was disconnected from the pump. Model and serial number of the device were not available.